Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an err121. No additional patient or event information is available. No product was returned for evaluation. Data was returned and the reported defect could not be found. The complaint was not confirmed. A root cause could not be determined.